Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt reported elevated blood glucose in the range of 300-500 mg/dl due to crimped infusion cannulas. Infusion sets were requested for evaluation. A different type of infusion set was sent as a replacement. The pt did not require treatment from a health care professional or second party to address the issue. No additional details were provided.